Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the scope exhibited burn on the scope burn marks at the root of the electric cutting loop and crystalline matter on the loop. Based on the results of the investigation, the definitive root cause of the issue could not be determined. According to the investigation, there was scorching at the terminal, and it¿s likely caused by an electrical continuity failure. Although the returned product exhibited normal continuity, the burn marks suggest the possibility of poor contact between the electrode and the working element or a defect in the working element itself. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hf-resection electrode exhibited burn marks at the root of the electric cutting loop and crystalline matter on the loop. There was no report of patient involvement or user injury associated with this event.